Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: as the device was not returned, an analysis investigation could not be perfdate sent to the FDA: 03/25/2020. Attempts were made to obtain a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Could you please confirm if we will receive the device? Product return status indicates availability unknown could you please provide us the lot number?

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. During use, the suture broke. Additional information has been requested.